Event description:
It was reported that the patients ipg had persistent charging and communication issues despite troubleshooting attempts. During the procedure to replace the ipg, the patient stopped breathing suddenly as the anesthesiologist was sedating and giving the initial dose of anesthesia. The operating room staff moved quickly to flip the patient onto their back and stabilize their vitals. The procedure was aborted and the patient was noted to be in steady condition again.

Event description:
It was reported that the patient's ipg had persistent charging and communication issues despite troubleshooting attempts. During the procedure to replace the ipg, the patient stopped breathing suddenly as the anesthesiologist was sedating and giving the initial dose of anesthesia. The operating room staff moved quickly to flip the patient onto their back and stabilize their vitals. The procedure was aborted and the patient was noted to be in steady condition again. Additional information was received that the ipg replacement had been completed successfully and the patient was doing well postoperatively. The explanted device was discarded by the medical facility.